Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and one crack opening. A leak test and microscopic analysis were performed which identified one crack opening and one striated opening. Based on the device analysis, the final assessment is one crack opening assessed as a cracked valve seat diaphragm valve, and one striated opening on the posterior side assessed as surgical damage. Additional, corrected, and/or changed data.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.